Manufacturer narrative:
(B)(4).

Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. No product was provided for investigation; however, a photograph was provided. An applicator deployment was not found within the investigation window. The allegation was not confirmed. A broken sensor wire was found in connection to the reported allegation. The probable cause of broken sensor wire could not be determined. No injury or medical intervention was reported.